Event description:
New information indicated that the device exhibited another instance of post-paced t-wave over-sensing. Programming changes were made resolving the over-sensing. The patient was stable.

Event description:
It was reported that the patient presented via a remote transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The oversensing was noted on a stored egm. Programming changes were discussed; though, it is unknown if they were made. There were no patient symptoms reported.